Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system¿s set speed operating around 5200 revolutions per minute (rpm) when the speed was set to 5500 rpm was confirmed via the log file. The log file captured the system¿s speed being changed multiple times on 10sep2025. When the speed was set to 5300 ¿ 5500 rpm, the system¿s set speed would briefly increase to these values, then it would lower and appear to be operating around ~5150 ¿ 5200 rpm, despite the speed setting being higher. This would occur throughout the data when the flow values were around ~4.1 liters per minute (lpm), and no atypical alarms occurred as a result of this. When flow values were increased to ~5.9 ¿ 6.0 lpm on 11sep2025, the system was observed to be operating at 5500 rpm after being set to that speed. No other notable events were observed. The returned centrimag console (serial number (B)(6)) was functionally tested alongside a mock loop and all returned equipment, and the console was found to function as intended. The system was able to operate at the maximum set speed of 5500 rpm throughout all testing. The console was returned to the customer site after testing. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The operating manual also instructs users on how to properly set up speed and flow values. The 2nd generation centrimag system operating manual (¿table 15: console maintenance schedule¿) instructs users to have the centrimag console¿s internal battery replaced every two years. Users are instructed to contact abbott for. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that clinicians were not able to raise the rpms above 5200 for a patient on centrimag for extracorporeal membrane oxygenation support.